Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 04aug2020.

Event description:
It was reported to philips that the device was not activating. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a blocked tubing connection. The fse removed and corrected the block in tube connection at 3 station solenoid. No replacement parts were required. The device passed performance verification testing and was placed back into service.